Manufacturer narrative:
(B)(4). Three companion samples were received at the manufacturing plant for evaluation. The samples were received in closed packaging. Visual inspection did not reveal any abnormalities. Functional testing was performed on the samples. The clamps were opened, then closed, and the spike was inserted into the solution containers. The burette was filled to 35ml, and the samples were primed. The samples primed with no defect observed. The samples were then loaded into a flo-gard pump, and no abnormalities were observed. Clear passage and pressure tests were performed at 8psi, and all units passed with satisfactory results. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Event description:
A customer reported to baxter corporate product surveillance a non-dehp buretrol set in which no flow was observed. According to the report, the administration set was connected to a patient and to a 6201 flo-gard infusion pump. The infusion ran for a short period of time when the pump alarmed for an occlusion. The nurse opened the pump door to find that the tubing was collapsed near the drip chamber. The nurse stated that she used the product in clinical research. She stated that the most recent lot received was different than what they had received in the past due to the fact that the tubing is not sturdy enough. She stated that many of the new lots of buretrols came with tubing already crimped in such that they cannot be used at all. She could not provide a specific number of occurrences. She continued to clarify that when the tubing did not seem too damaged to use, it collapsed in the infusion pump (flogard) and the pump alarmed for an occlusion. The nature of this research requires consistent infusion rates, which they cannot achieve with the most recent lot of buretrols. The nurse indicated that it was a new case of product, and she doesn't feel comfortable using the rest of the case. There was patient involvement. However there were no reports of patient injury, adverse events or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.